Event description:
It was reported that during thyroidectomy, when ett was inserted and balloon would not inflate. Ett extracted and discarded. A second et tube inserted and balloon inflated, but leaks were heard/noted throughout case. Surgeon able to complete case with this second ett. After extubation, resident examined ett and did not visualize any defects, but noted the balloon was slow to inflate. He then placed ett in saline and inflated balloon. Bubbles were noted, indicating a hole in the balloon. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.